Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing, they began the firing sequence and 3/4 of the way into firing, the device stopped. They attempted to finish but it would not fire any further. They hit the reverse button and removed the device. The device had laid staples 3/4 of the way. The deployed staples were formed correctly. A new device was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Additional info was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? At 4 cm above the pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? Third. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? Yes, seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, could hear motor going slow. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to close. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, used reverse button. Was there any difficulty removing the device from the tissue? No. Is there any other additional info you would like to share about this device or procedure? The anvil was buckled in the center. Pt has thick stomach.